Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2015 with the following findings: multiple scratches were found along the display lens.

Event description:
On (B)(6) 2015 the reporter contacted animas and alleged that the display screen was scratched. It was reported that the patient had a blood glucose of 387 mg/dl with polyuria. The bg excursion does not meet animas criteria for a reportable adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.